Event description:
A report was rec'd in which the release handle on the quick mount is difficult to open and not easy to close/reconnect again. As a result, the monitor fell approx 1.5 meters. Ther was no reported pt injury associated with this event.

Manufacturer narrative:
Pt data not currently available. A f/u report will be submitted when the investigation is complete.